Event description:
The reporter contacted animas on (B)(6) 2012 alleging that twice during the load step the pump emptied a full cartridge of insulin. The reporter stated the pump also emptied cartridges full of air during the load step. The reporter alleged that the pump did not recognize a filled cartridge. The reporter claimed to have just received this loaner pump and it has repeatedly emptied the cartridge during the load step. The reporter confirmed the patient was not connected to the pump at the time of the alleged load step malfunction. There is no reported adverse event associated with this complaint. This complaint is being reported because of the alleged load step malfunction. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing verified that during the first "load" step attempt, the pump failed to recognize the cartridge giving a "no cartridge detected" warning. Black box showed multiple "no cartridge detected" warnings on the reported date. Pump failed the force sensor calibration check unable read the force sensor calibration due to the "load step malfunction". The pump was opened; inspection if the printed circuit board showed a misaligned component, an analog multiplexer used in the force sensor circuit. No other damage found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall status report - 2531779-03/24/2010-003-r.